Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited noise and oversensing on the pace/sense channel, resulting in inappropriate anti-tachycardia pacing (atp). There was also pacing inhibition but no asystole was noted. The noise appeared like electromagnetic interference (emi), but no source of emi could be found. The noise was able to be reproduced with isometrics. The impedance measurements were stable. The patient was in the hospital for non-device related reasons. A surgical revision was later performed and the pace/sense portion of the lead was surgically abandoned and replaced. The physician noted the lead was crushed by the patient's clavicle. No additional adverse patient effects were reported. The defibrillation portion of the lead remains in service.